Event description:
The customer reported the system failed to display fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A fse performed remote eval and determined loose cables on display adaptor were likely the cause. No add'l service info was provided as the reported problem was resolved by the customer. The customer confirmed that the system was functional.